Event description:
From staff: stryker screwdriver tip broke off while placing screw in patient. Charge nurse notified of event by circulator. Broken screwdriver removed from field. C-arm used to take x-ray per team leader instruction. No evidence of fragment remaining per surgeons.